Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device would not coagulate and had foreign substance/debris/cleaning/sterilization. It was initially reported that during a rotator cuff repair, the device failed to function after connecting to the generator and the screen displayed no alert code. An alternate device was used to complete the procedure. There were no adverse consequences to the patient. No further information was available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device was connected to a test generator. The ablation function did not work. The device will be sent to the manufacturer for further review. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was not received in its original packaging, shelf carton box only. Tip components condition is used, tissue debris inside the active tip. Residue on the active tip surface. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, procedural residue visible in suction tube. Electrical checks: the device failed the cut return continuity parameter. Functional checks: the device failed the handswitch and footswitch activation function on ablation and coagulation. Handle halves were opened to inspect internals. All button switches remained in good condition with no saline ingress obvious. The conformal coating of the pcb was sufficient. The active wire connector appears lifted from the housing. The connector wings are not the correct size. During further investigation, it was found that the return wire connector was not fully secured in the connector slot, as the connector's wings are not the proper size, which results in poor connector retention and a weak electrical connection. The cause of the poor contact between parts is caused by faulty incoming part siamese terminal. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. It was determined that the issue related to the faulty component was due to a manufacturing issue which was escalated to CAPA. The issues related to the foreign substance/debris/cleaning/sterilization was due to user error. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2501010), and no non-conformance was identified.